Manufacturer narrative:
A ge oec service representative investigated the issue and re-seated the j9 connector to the cine drive to restore proper imaging. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system was reported as having subtracted images appear to bright on the monitor. The procedure was successfully concluded without incident or patient harm.